Event description:
It was reported that the patient was at the healthcare provider (hcp) clinic for wound dehiscence. The pump and catheter were subsequently explanted. The pump system was being used to infuse an unknown medication, and no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).